Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0185 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported extubation for the patient is to find that the red screw port at the end of the PICC and the white ferrule joint are prolapsed. No other information was provided.